Manufacturer narrative:
This issue of the replace result function not working as intended was identified and modifications to the software have been made to correct the issue and were implemented in released lis v. 4.1.6. The customer was upgraded to lis v. 4.1.6 on december 29, 2016 to resolve the reported issue with replacing results.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 the customer reported using the replace result function in merge lis and results were not updating as expected. This site was previously made aware by merge healthcare that there was a known deficiency for the replace result function in the lis software version installed at their site. As a result, the customer was informed by her staff of the software deficiency and was able to correct the problem without assistance from merge healthcare. Inaccurate lab results reported or associated with a patient could lead to an incorrect diagnostic evaluation resulting in an unnecessary procedure or inappropriate treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).